Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, prior stroke, diabetes mellitus, congestive heart failure, hypertension, vascular disease, and prior bleeding. Some of the complications reported were residual shunt, death, ischemic stroke, surgical intervention, pericardial effusion, device embolization, arteriovenous fistula, pseudoaneurysm, myocardial infarction, and cardiac arrest; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "first experience with amulet in the united states: early insights from emerge laa postapproval study", was reviewed. The article presented a retrospective, multicenter study to evaluate early postapproval outcomes of the amulet occluder in the united states using data from the national cardiovascular data registry left atrial appendage occlusion registry. Devices included in this study was amplatzer amulet. The article concluded the emerge left atrial appendage study demonstrates favorable safety and effectiveness of the amulet occluder in the real-world setting. More experienced operators had improved implant success and fewer pes, suggesting a learning curve effect implanting this dual occlusive mechanism device. [The primary author and corresponding author was mohamad alkhouli, mayo clinic school of medicine, mayo clinic, 200 first street sw, rochester, minnesota 55905, USA, with corresponding e-mail: alkhouli.mohamad@mayo.edu] the time frame of the study was from 14 august 2021 to 31 december 2022. A total of 5499 patients were included in this study, of which all received an abbott device. The average age was 76.9 years, the average gender was male, the average weight was 86.6 kg. Comorbidities included atrial fibrillation, prior stroke, diabetes mellitus, congestive heart failure, hypertension, vascular disease, prior bleeding.

Manufacturer narrative:
Literature article: "first experience with amulet in the united states: early insights from emerge laa postapproval study" investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna